Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the feeding tube hub disconnected from the tube and feeding drained back into the patient's bed." There was no patient harm.

Manufacturer narrative:
The customer¿s report of a disconnection and leak was not confirmed. No obvious damages were observed on the set and no issues were observed during functional testing. The root cause was not determined.